Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report 1627487-2011-03121. Reference MFR report 1627487-2011-03122. It was reported that the pt has to recharge every other day, and he felt overstimulation down his right leg with the percutaneous lead placed at t9 during recharging. Tp also stated that he needed additional coverage. The pt's system was revised on (B)(6) 2011. The physician added two new leads, repositioned the two existing percutaneous leads and explanted the ipg. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported.